Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07june2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
Customer contacted technical support (ts) stating that unit would not power on. The customer reported there was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 10jun2019. Serial number of device is (B)(4). Tech support replaced replacement housings, filters and battery. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.